Manufacturer narrative:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the device was determined to be not reportable as there was no breach in sterility. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps ho 17x154mm 4mm t1 cat# 51-104170 lot# 6052090. Tprlc 133 fp type1 pps so 4.0 cat# 51-100040 lot#2949049. Tprlc 133 fp type1 pps so 4.0 cat# 51-100040 lot# 2949057. Tprlc 133 t1 pps ho 13x146mm 6mm t1 cat# 51-104130 lot# 3639315. Tprlc xr t1 pps 17x154mm mm t1 cat# 51-105170 lot# 3863579. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00813, 0001825034-2020-00815, 0001825034-2020-00816, 0001825034-2020-00817, 0001825034-2020-00818.

Event description:
It was reported that sterile packages were damaged. No hospitals were involved. Attempts have been made and additional information on the reported event is unavailable at this time.